Event description:
Gunther ivc filter found to be fractured with one leg in the right renal parenchyma (extravascular) and one of the thin wires fractured and captured in the filter. Two other thin wires also fractured. Pt had a prior removal attempt in 2015, but fracture appears to have occurred after that. Removed with forceps today, renal fragment retained in pt.